Event description:
It was reported that a catheter extension set was having issues disconnecting during use and then causing a leak near the distal end. According to the reporter, this occurred ¿where the plastic tubing connects to the end connector.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.